Event description:
Please reference: 2026095-2015-00127/(B)(4), 2026095-2015-00128/(B)(4) and 2026095-2015-00130/(B)(4). Fill volume: 400ml, flow rate: 6ml/hr for the sciatic and 8ml/hr for the femoral, procedure: asku, cathplace: sciatic and femoral. A literature review was conducted and an incident of a reaction while using a pump was reported. The study was a longitudinal 8-year (jan 1, 2005 - dec 31, 2011) single center study that focused on ambulatory continuous peripheral nerve blocks (cpnbs) used post-orthopedic surgery in pediatric patients. The pumps were connected in the pacu. Infusion rate was based on location of the catheter and patient's weight. The patient had a sciatic catheter that was bolused with 20ml of 0.1% ropivacaine and infusing 0.1% ropivacaine at 6ml/hr. The patient also had a femoral catheter that was bolused with 20ml of 0.2% ropivacaine and infusing 0.2% ropivacaine at 8ml/hr (total infusion dose = 0.25mg/kg/h). The patient reported metallic taste in mouth at 24 hours after the start of infusion, which resolved with clamping the catheter and cpnb catheters removed.

Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The reporter was unable to provide a lot number; thus, the device history record (DHR) review cannot be conducted. However, a use review was conducted. Results: as the device and lot number were unavailable for analysis, no methods were performed. For this reason results cannot be obtained. A literature article was reviewed (gurnaney et al. Ambulatory continuous peripheral nerve blocks in children and adolescents: a longitudinal 8-year single center study. Anesthesia & analgesia. Mar 2014; vol 118, no 3: 621-627). Per the use review limited information was provided regarding the use conditions during the infusions; therefore, it cannot be determined if the device was used in accordance with the instructions for use or if user/facility conditions may have caused or contributed to these events. The instructions for use (IFU) specifies, "warning" "medications or fluids must be administered per instructions provided by the drug manufacturer. Physician is responsible for prescribing drug based on each patient¿s clinical status (such as age, body weight, disease state of patient, concomitant medications, etc.)." The IFU also specifies, "to avoid complications, use the lowest flow rate, volume and drug concentration required to produce the desired result." "It is the responsibility of the healthcare provider to modify patient guidelines provided with the pump as appropriate for your patients¿ clinical status and medication prescribed." Conclusions: the device was not returned to halyard for evaluation, therefore we are unable to determine the cause for the reported event. The IFU specifies, "warning" "medications or fluids must be administered per instructions provided by the drug manufacturer." Per the use review, based on information provided by the drug manufacturer, the medication may have caused or contributed to the reported incident of metallic taste in the mouth. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.